Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 60 x 68 mm abdominal aortic aneurysm approximately five months ago. The aortic neck diameter was 17-19mm; neck length was 40mm. The right iliac artery diameter was 10-9.5mm and length of 37mm. The left iliac diameter was 11.5-10mm and length of 50mm. The bifurcated stent graft was placed on the right. It was reported that after the stent grafts were implanted, a type IV endoleak was observed at the flow divider of the main device. A reliant balloon was used to model the stent grafts. At that time the physician decided to monitor the patient and no further intervention was performed. It was reported that the patient had a large type ii endoleak approximately three weeks ago and was treated with embolization and an additional stent graft was implanted. After the device was implanted it was noted that the endoleak was still present. It is possible that there was not enough embolization to resolve the type ii endoleak of the right internal iliac artery; however, it may be a type iii endoleak. The physician performed ballooning with no change in the status of the endoleak. The physician decided to take the wait and see approach. No clinical sequelae were reported and the patient is fine. Please note that this model number enbf2313c166ej is not approved in the united states; however, it is similar to the enbf2313c166e which is approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (type ii endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).